Event description:
Manufacturer's representative reports the patient's pump reservoir has been completely or near completely full at the last two refills. The representative suggested doing a catheter dye study, but the physician declined as he felt it was a blocked catheter. A pump revision was scheduled at which time they were either going to repair the catheter or replace the pump. A follow up report will be sent when additional information is received.